Event description:
In 2007, the lay pt contacted lifescan (lfs) another country alleging that her one touch ultra mini meter read inaccurately high. The medical affairs specialist (mas) sent follow-up questions to lfs another country and received answers included below. The pt's mother provided info. The mother said the reported meter read 7.3 mmol/l compared to a lab result of 4.3 mmol/l and another one touch ultra smart meter result of 4.6mmol/l, all conducted within 10 minutes of each other. The same lot of test strips was used for both meter tests. Based on statistical methodology, the calculated difference between the reported meter and laboratory results exceeds life scan's criteria for accuracy. The mother said the pt received increase insulin (5 extra doses) via her insulin pump in the weeks leading up the above lab comparison. The specific readings, times, and insulin doses were not provided. After the pt received increased insulin she often felt symptoms of low blood glucose including shaking, hunger and headache and was treated with a snack. No blood glucose readings obtained while the pt was symptomatic were provided. The lfs customer service rep confirmed that the reported meter was a replacement meter issued for a similar complaint in two months earlier. The meter was correctly set to mmol/l. The meter code was set correctly and correct testing technique was followed. A control solution test was not performed because the mother did not have control solution. The mother did not wish to receive a replacement meter. The test strips were replaced. The complaint is reported because the pts mother alleges that the lfs product read inaccurately high compared to a lab and another meter reading. The mother also alleges that the pt received add'l insulin based on prior, unspecified readings on the lfs products and afterward experienced symptoms that suggested hypoglycemia.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, life scan will inform FDA of the results in a supplemental report.